Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapeutic plasma exchange with one unit of prismaflex tpe2000 set, blood was observed in the plasma tube. The treatment was terminated without returning the extracorporeal blood to the patient. Another two treatment attempts using prismaflex tpe 2000 sets were made, but the same condition reoccurred with the third patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.